Manufacturer narrative:
The investigation outcome determined that the eversense cgm system did provide the low glucose alerts when the user's cgm glucose was below 70 mg/dl, and was repeated every 15 minutes. The user should have received the vibrations from the transmitter which should have accompanied the alerts when the alerts were asserted. The vibration of the transmitter cannot be verified as the device was not returned. As of (B)(6) 2019 the user reported that she is doing fine.

Event description:
On (B)(6) 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and reported the continuous glucose monitoring system did provide an alert on the medical mobile application, but the user did not feel an alert vibration on the eversense transmitter. The user was at her healthcare professional facility attending a scheduled appointment when the hypoglycemia event occured and the user was treated by her healthcare professional.